Manufacturer narrative:
Per the t:slim user guide: your t:slim pump keeps track of how much insulin remains in the cartridge and alerts you when it is low. Change your cartridge as soon as possible to avoid the empty cartridge alarm and running out of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert and then an out-of-insulin alarm. The customer had ignored the alerts as the customer was not planning on using the pump while in the hospital for a non-diabetes related illness. The customer's blood glucose (bg) level was approximately 300 mg/dl and intravenous insulin was administered to address the bg level. The customer reported that the illness and running out of insulin were contributors to the high bg. Tandem technical support assisted the customer with putting the pump into storage mode.